Event description:
Reported by the pt as, "I would like to speak to someone. I had the lap band inserted. I now feel I can eat a lot. I want to know about slippage and a large pouch that formed." Add'l findings reported by the pt as having reflux and a hernia. The device was removed and replaced. It is unk if band slippage has occurred.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the prod for analysis as well as indicate the prod serial number, date of event, implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Band slippage, reflux, and hernias are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation.' "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."